Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the weld of the implant holder is broken off. It was reported there was no patient impact.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The weld of the instrument is broken off. We have forwarded the complained devices to the responsible product development engineer as well as to the plant for evaluation, here's the feedback: the weld is clearly broken. The review of the manufacturing documents revealed that the present instrument was manufactured in may 2011 and that it conforms to the specifications. Note that the implant holder has been checked thoroughly at the manufacturing plant, we could not determine the exact cause which has lead to this damage and all measured parameter were within the given tolerance. Note that we have not had a single complaint with this instrument so far, therefore we do suppose that simply too much mechanical force has lead to the breakage of the weld. No product fault could be detected.